Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis in a patient coincident to receiving dianeal pd2 ultrabag therapy. On (B)(6) 2012, the patient experienced peritonitis and was hospitalized. The cause of the peritonitis was unknown. The cause of the peritonitis was unknown. On an unreported date, the patient was treated with piptaz (4.5gm, intravenously, twice daily) and vanconex-cp (1gm, ip, stat). At the time of this report the patient remained hospitalized. Peritonitis was resolving.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.

Manufacturer narrative:
(B)(4). This complaint for peritonitis is not confirmed. No device or malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.